Event description:
Caller states neonate patient tested 1.3 mmol/l on the performa system while a comparison lab returned as 3.2 mmol/l. Patient later tested 2.6 mmol/l on the performa system and 6.5 mmol/l on an advantage system. Patient tested 3.8 mmol/l on the performa system and 5.4 mmol/l on an advantage system. Results were obtained within 10 minutes of each other. Patient was on a dextrose IV at the time. No actions taken based on reported results. No adverse event reported. Requested return of suspect device.

Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the performa system (lot number 370145, expiration date 01/31/2011). (B)(4)